Manufacturer narrative:
Additional information was received indicating that the stuck introducer was managed to be removed by the patient's mother. It was also reported that the patient is currently in the intensive care unit (ICU) for an unrelated issue. There were no further reported issues.

Event description:
Information was received indicating that upon removal of the introducer to a smiths medical bivona tracheostomy (trach) tube it is observed to becoming stuck in the area of the flange. It was reported that the white ball at the end of the introducer was noted to be moving and becomes stuck where the flange is located. Subsequently, a trach tube change out was performed. No adverse effects were reported.

Manufacturer narrative:
Additional information received indicating patient information and past medical history. No product returned with inability to perform investigation.